Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported one day post implant that the right ventricular (rv) lead had dislodged, pulled back out of apex, exhibited high and increased thresholds. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.